Manufacturer narrative:
(B)(4). A picture was returned and review by ees field quality engineer. The summary is below: "one of the 4 clips in the photographs has its legs significantly misaligned. Based on the angle at which the clip legs are contacting the structure, it appears as if the device was rotated for visibility. Taking into account the close proximity of the adjacent clip, the device jaw on the underside of the structure may have captured part of the adjacent clip within the jaws. Couple this with the rotational force that appears to have been applied. The clip jaws may have become misaligned during the firing stroke. When this happens the force creating the misalignment also gets imparted to the clip legs forcing one or both out of the clip track. Once the clip legs are out of the clip track the jaws can no longer keep them in alignment during the jaw closing. Hence the clip legs will cross. The above observations are based on experience, replication of similar clip formation, and understanding the mechanics of clip formation and applied to what I can reason from the photographs." The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No scissored clips were noted during evaluation; the device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were sticking in the jaws and the clips were scissored when fired. Another device was used to complete the case with no patient consequence.